Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery exhibited unexpected longevity. The ICD was explanted and replaced. It was further reported that the right atrial (ra) lead was undersensing. Reprogramming around the undersensing was attempted but unsuccessful. The lead was explanted and replaced with a new ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that electrical resistance and cross continuity test results were within specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.